Event description:
It was reported by service report that the black outer insulation on the power cord was breached down to the inside wires. It is unk if there was pt involvement or if there were adverse consequences to report.